Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Potential factors that may contribute to difficulty inflating and/or watermelon seeding may include, but are not limited to, patient anatomical morphology, device size selection, placement of the balloon within the lesion, or physician technique. To help ensure this is not the result of a manufacturing deficiency, various quality checks are in place to verify visual, functional and dimensional specifications. Additionally, a sampling of units is destructively tested to verify proper balloon inflation. The patient anatomical conditions were not reported with the case information which may have aided in the investigation and determination of cause. A conclusive cause for the reported difficulties could not be determined. The lot history record for this product was not reviewed and a similar incident query was not performed because the lot number is unknown. The lot number is unknown because the product was not returned for analysis and the lot number was not reported.

Manufacturer narrative:
(B)(4). A cine of the procedure was received and reviewed by an abbott vascular clinical specialist. The reviewer noted that there is a lesion in the proximal obtuse marginal. A balloon is positioned over the lesion. During inflation, a contrast injection shows that the proximal balloon marker is lower than it appeared during positioning. A second balloon inflation is made. In this inflation the balloon markers remain constant. A third inflation is performed where the balloon inflation is slightly distal to where the balloon was positioned prior to inflation. A stent is implanted with good final results. The reviewer concluded that the images strongly suggest that the balloon slipped forward from its position during the inflation.

Event description:
It was reported that during dilatation in the circumflex artery, the rx trek balloon slipped (watermelon seeding) during inflation. The physician repositioned the balloon at the lesion and the same occurred; however, the device was successful in performing dilatation. There was no adverse patient effect and no significant clinical delay in the procedure. Though requested, no additional information has been provided.